Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#: (B)(4). Note: manufacturer contacted customer on (B)(6) 2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high and low blood glucose test results. The customer is concerned with tests results of 58 and 253mg/dl. The expected fasting blood glucose test result range is 95-108mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call on (B)(6) 2019, a back to back blood test was performed by the customer and produced test results of 147 and 153mg/dl non- fasting using true metrix meter. The test strip lot manufacturer's expiration date is 7/15/2020 and open vial date is two weeks ago. The meter memory was reviewed for previous test result history: (B)(6). Customer stated that when she had the low result of 58 mg/dl, she was feeling tired and shaky. Customer stated that she drank some apple juice but customer did not re-test after drinking the apple juice. No medical intervention was needed.